Event description:
On (B)(6) 2012, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(6) 2012, the pt was admitted emergently with sudden onset of left flank pain with a period of hypotension. A computed tomography (CT) scan demonstrated a left sided retroperitoneal hematoma with no active bleeding, a type ii endoleak and a probable aortic dissection adjacent to the superior endograft margin. The pt chose conservative mgmt and was discharged. The pt was admitted as an emergency 7 days post evar with sudden onset of left flank pain with a period of hypotension. He settled on conservative mgmt (coded 5000-c: other - explained in file) and was discharged. He is due a further CT surveillance in 3 weeks time.

Manufacturer narrative:
The core excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: infrarenal aortic neck treatment diameter range of 19-26 mm. Minimum aortic neck length of 15 mm. Aortic neck angle not greater than 60 degrees.